Manufacturer narrative:
(B)(4). Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. Customer's blood glucose level was unknown. Customer stated that they were tried to reset password but are had issues. Customer was informed that ticket was submitted to had the account reviewed and should be resolved within 48 to 72 hours, she understood and no further assistance needed at time of call. Insulin pump will be returned for analysis.